Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer keypad has to be pressed hard when entering settings. The customer does not recall any significant events leading to the keypad issues. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: pump had no button response due to flattened button dome switches. Pump also had minor scratched display window and cracked reservoir tube lip.